Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer experienced hyperglycemia. The customer blood glucose level was 400 mg/dl at the time of incident. The customer was assisted with troubleshooting. Customer was using insulin pump system within 48 hours of reported high blood glucose event. Customer stated that they did used auto mode feature at time of high blood glucose event. Customer forgot to change battery, heard the reminder before going to bed, but did not change battery. The insulin pump will not be returned for analysis.

Manufacturer narrative:
The information given related to product code was incorrect with the initial report. The correct information has been provided with this report. (B)(4).